Event description:
It was reported that shaft break occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft of balloon snapped in half. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: fg nc emerge mr, us 4.00mm x 15mm balloon catheter was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 71.1cm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion identified no issues with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft of balloon snapped in half. The procedure was completed with a different device. No patient complications were reported.